Event description:
User reported a pt burn while using a breast retractor with a fiber optic cable (light guide). The manufacturer of the breast retractor (customer - cardinal heath) recommends use of a 3.5 mm cable to ensure the cable fits well to the retractor. Their customer chose to use a 5.0 mm cable. When using an oversized cable light will escape from the retractor connection and cause the cable endtip to get hot. If the cable is then laid on the pt, there is a potential for the pt to be burned - cardinal health warns against this in their retractor IFU. Based on the description of the event provided by the user; add'l info gathered by our OEM customer; and, the fact that our OEM customer examined the cable and found no indication of damage, we believe the user laid the hot cable against the pt and a burn resulted. The cable performed properly, unfortunately someone chose to use an oversized cable and then laid the hot cable against the pt and this led to the burns reported.